Event description:
It was reported that the patient fell in the shower and went to their health care provider¿s (hcp¿s) office to be examined. The hcp stated that the site looked fine with just a small pin size amount of bruising in the middle of the incision. Within 48 hours the incision site had completely opened and the device was exposed. The hcp decided it was best to remove the entire device due to contamination that would have occurred and risk of infection. The action required as a result of the event was explant on (B)(6) 2014. No diagnostic testing or troubleshooting was performed as it was not required. It was unknown if the issue was resolved and unknown if the cause of the issue was determined. The system would be replaced in the future and the devices would not be returned as the customer discarded of them. There were no patient symptoms or complications associated with the event and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implanter wanted to wait at least 3 months to get the device replaced. The implanter stated that the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0njuf, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).